Manufacturer narrative:
Concomitant medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was pain at the implantable neurostimulator (ins) site. The outcome was reported as unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the entire system. The patient was examined and there was pain/tenderness at the implantable neurostimulator (ins) site. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: spinal pain

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient exited the study on (B)(6) 2016. The reason for the exit was that all enrolled manufacturer's products were inactive.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.